Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, and occlusion test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 311 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.